Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the right side.

Event description:
Patient reported right side rupture. Physician reported capsular contracture baker grade iii-IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. -capsular contracture: observed like appears biological tissue next to device but, it is a medical event not related to the device. The photos are black and white, it¿s difficult see the devices it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional additionally reported right capsular contracture baker grade iii/IV. The device has been explanted and replaced.